Event description:
Pt received series of ect treatments. He experienced amnesia of his entire history, family, profession, religion, wife and children. He remains disabled nearly ten years later, with massive long-term memory loss as well as short-term memory impairments. The device used was a mecta 5000 model. Dose: 60-85 joules. Frequency: 8 treatments. Dates of use: 1999 - 2000. Diagnosis: depression. Event abated after use stopped: no. Event reappeared after reintroduction: yes.